Event description:
I had saline implants replaced with silicone allergan and 4 weeks later began having very serious gastrointestinal issues and pain in my joints, chronic fatigue just a few of many issues. I had breast implants replacement surgery on (B)(6) 2015 with dr (B)(6). The dr put 600 cc allergan implants in me (I asked for 400); 1 yr and 9 months later, I went to have them replaced with 400ccs here in (B)(6) and dr (B)(6) found that one of the implants was ruptured and leaked silicone into my body. Almost immediately after the surgery with dr (B)(6), I began experiencing many symptoms including joint pain, headaches, chronic fatigue and most problematic severe bloating and distention of the stomach with non stop belching which at times prevents me from working. I have visual changes, unexplained weight gain, and depression as well. The joint pain is at tops of feet and bottoms. Both hands near the wrists, neck, knees. I have brain fog so severe, I have to read things 3x over. I have been seeing numerous physicians since and will continue with further testing. The dates are multiple. I continue to receive care from all drs. I would like to remove the new implants as I am 100% positive that my symptoms are due to my breast implants and the rupture. I have not had any incidents that would cause rupture nor did I have a mammogram after receiving them. The dr who put the allergan implants in put 600 cc's in me and I asked for 400. The rupture and leak were found 1 1/2 years later.